Manufacturer narrative:
This company is currently attempting to contact the user to obtain further info and investigate the reported event.

Event description:
User reported a fall via telephone voice mail to the company vp of sales on 08/01/09. User states that the previously unreported event occurred on (B)(6)2009 and that he sustained 3 broken ribs and an injury to his ear. No further info is available at this time. The company is attempting to contact the user to obtain further info on the circumstances of the event. This report is being filed as an adverse event MDR at this time, pending receipt of further info. An update will be provided when further details are available.